Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was produced. Confirmatory testing was performed due to high false positivity rate. There were no results given to clinicians and no report of adverse patient impact, the following information was provided by the initial reporter, translated from (B)(6) to english: "run 751, sample a2 = positive: campy, yersi and plesio. Sample was repeated - run 752, sample a5 = positive: campy (yersi/plesio not detectable)"

Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k111860. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported that they are receiving discrepant results on yersi and plesio. Field service was dispatched. Field service performed calibration and performed a qualification run observing a successful pipetting process with no bubbles. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 17jul2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was produced. Confirmatory testing was performed due to high false positivity rate. There were no results given to clinicians and no report of adverse patient impact, the following information was provided by the initial reporter, translated from german to english: "run 751, sample a2 = positive: campy, yersi and plesio. Sample was repeated - run 752, sample a5 = positive: campy (yersi/plesio not detectable)."